Event description:
On (B)(6) 2016 , the reporter contacted animas alleging a cgm issue. It was alleged that patient was receiving ??? And then transmitter went dead] there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the continuous glucose monitoring data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.